Manufacturer narrative:
This supplemental report is being submitted to provide corrections: e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional updated fields: g3 corrected fields: h11.

Event description:
It was reported, during pre-use inspection for an unspecified therapeutic procedure, the subject device had an abnormal image. Intended procedure was completed using the same subject device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during pre-use inspection for an unspecified therapeutic procedure, the subject device had an abnormal image. Intended procedure was completed using the same subject device. There were no reports of patient harm.